Manufacturer narrative:
The device involved in the reported incident is expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
Cusa console malfunction during surgical treatment of tumor of the hypophyse. The event resulted in an approximately thirty minute surgical delay. The surgery was completed through nasal opening. No pt injury occurred as a result of the event.